Manufacturer narrative:
The technician isolated the issue to the CPR release valve. He replaced the CPR valve to repair the bed.

Event description:
Info received indicates the manual CPR release is not working but the head of the bed can be lowered from the siderail controls.